Event description:
It was reported that the lead was explanted due to low r-waves and a high capture threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received notes that prior to replacement, an insulation breach was observed.